Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard and no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 2 days of data (27dec2020 ¿ 29dec2020 per the timestamp). The log file captured low voltage hazard and no external power alarms on 28dec2020 from 15:13:25 to 15:14:48 due to a loss of external power while connected to the mpu. The alarms resolved once the system controller was connected to 14v batteries. The system controller backup battery supported the system without any issues during the loss of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information (including the serial number of the mpu, if the mpu is currently operational, if the mpu ac power cord has a v-lock connector, if it is known if the ac power cord became loose from the wall outlet or from the back of the unit, and if there were any environmental circumstances that would have affected ac power); however, this information was not provided. The root cause of the reported event could not be determined through this analysis. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a no external power alarm/ low power hazard on (B)(6) 2020 at around 3:13 pm while using the mpu. There were no other unusual events seen on the log file. No additional information was provided.